Manufacturer narrative:
Product analysis the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Concomitant medical products: 4076 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had a lead integrity alert (lia) triggered for short v-v intervals. As well, there was a fracture and oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.